Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump?s event history by baxter personnel, a colleague infusion pump was found to have experienced 3 occurrences of an air detected alarm, which interrupted delivery. These alarms may have been false alarms. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).the device was received by baxter for evaluation and the reported condition was confirmed in the event history. This complaint is an ancillary of (B)(4). The cause of the event is unknown, and no repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.